Event description:
Just prior to the onset of cardiopulmonary bypass, the user reported that a low flow to blanket light emitting diode illuminated. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no reported adverse consequences to the patient as a result of this event.